Event description:
It was reported that there was a catheter issue of a kink and occlusion at the distal segment. There was an aspiration issue during a pump check, where the healthcare provider (hcp) could not aspirate any cerebrospinal fluid (csf) through the catheter. A dye study was performed on (B)(6) 2014, the results were not provided. The catheter remained implanted but out of service, and would be revised/replaced on a future date, which was being scheduled. The patient was receiving little to no drug as of (B)(6) 2014, thus therapy was reported to be ineffective. They were experienced pain along the catheter track, and the patient status was alive no injury. The pump system was being used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10873r35, implanted: (B)(6) 2001, product type: catheter; product ID 8575, lot# n059012, implanted: (B)(6) 2006, product type: accessory. (B)(4).

Event description:
Additional information received reported the spinal segment of the catheter was replaced. The device manufacturer representative hadn't seen the patient to know how she was doing and hadn't been present at the revision. To their knowledge however, she was doing well with the new segment. No further information was provided.